Event description:
Nurse indicated that the release knob on the a2002 skull clamp had broken off but the patient had already been positioned. Customer requested information on how to remove device from patient's head without plunger release. Information was provided by the sales representative as to how to remove the device. No other information was provided. Additional information was received from the customer on 11sep2015 with the following: the patient underwent a posterior cervical spine fusion. At the beginning of the procedure, the head adjustment pin holder broke while the patient was positioned prone on the jackson table. There was no patient injury. As per customer, the device was continued to be used and surgery was completed. No other information was provided.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR and service history review review of complaint management database for similar complaints. Visual examination results: this device was manufactured on june 30th, 2000. Service history: date of service 01/14/2008. Reason for repair: misuse. Date of service: 09/26/2007. Reason for service: the twist knob is loose/complaint. Date of service: 01/30/2007 reason for service: other. Date of service: 08/08/2006 reason for service: repair, broken in shipment. Date of service: 06/30/2006 reason for service: misuse. Date of service: 07/20/2005 reason for service: misuse. Date of service: 06/09/2005. Reason for service: misuse. Date of service: 09/29/2004. Reason for service: broken plunger/misuse/complaint. Date of service: 06/24/2002. Reason for service: misuse/complaint. Date of service: 04/28/2000. Reason for service: complaint. Complaint not confirmed. The returned unit it has passed all specific functional testing requirements, except for the unit was received without the plunger cap or stud and the nylon screws on the back plate are missing; we did not receive this unit with a broken knob we received the unit without the plunger stud assembly or the screws to the back plate. General maintenance and cleaning was required. Conclusion: in summary, the end users reason for return was not verified as it passed all specific functional testing requirements; this unit was not received with a broken knob. General maintenance was required as it was manufactured in 2000 and last serviced in 2008.